Event description:
Healthcare professional reports injury while using direct check qc. Injury occurred to right hand index finger. Protective sleeve was not used at time of the injury. No report of serious injury or treatment provided.

Manufacturer narrative:
(B)(4). (Lot #g0dnc010). Method: actual device not evaluated. Device history record was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for directcheck starting with lots manufactured in june 2011. This lot was distributed approx 12 months prior to implementation of the CAPA. Result: no results available since no eval performed. Conclusion: device not returned. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.